Event description:
Blood glucose measured 360 mg/dl compared to a result of 60 mg/dl performed on the doctor's device at the doctor's office during a routine visit. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.